Manufacturer narrative:
Device evaluation of monitor has been completed. Upon investigation, the response buttons were not able to activate the monitor. As received, the rear response button cable was creased and rear button unplugged. The cause of the non-functional response buttons is the damaged cable. The root cause of the creased cable cannot be positively identified. There are no adverse events associated with the monitor malfunction.

Event description:
A us distributor reported that a monitor response buttons were not functioning.